Event description:
It was reported to tyco healthcare on april 18, 2008 that a customer had a problem with a dialysis catheter. The customer has stated that the palindrome hemo-dialysis catheter hub broke. Catheter was replaced.

Manufacturer narrative:
An investigation is under way. Upon completion the results will be forwarded.